Event description:
A nurse reported that during the fragmentation portion of cataract surgery, the system displayed a message indicating that the cassette was draining. They stabilized the eye and rebooted the system to clear the message. The message returned and the system was rebooted again, which allowed the surgery to be completed. There was no harm to the pt.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep found traces of dried fluid on the cassette going to the fluid level sensors. The received mechanism assembly was replaced and preventive maintenance was performed. The system was then tested and met product specifications. The replaced receiver mechanism was returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).